Manufacturer narrative:
(B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation: as the customer did not provide samples for evaluation, no records related to the defect was observed and the tests performed on the retention samples were according to the specifications, it is not possible confirm the complaint or determine the root cause. The complaint was recorded in the complaints database which is regularly monitored for trend evaluation. (B)(4).

Event description:
It was reported that the plunger on the bd solomed¿ 3 ml syringe with 25 g x 0.7 mm needle would not aspirate the fluid from the vial which then leaks out of the needle. There was no report of exposure, serious injury or medical interventions.